Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised due to anterior/ posterior instability. Intra-operatively, the post of the ps insert was found to be broken off the insert. An 11x10 scorpioflex ps insert was swapped out for a new one. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.